Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the insufflation issue was caused by a bent sensor connection socket. However, the specific cause of the bent sensor connection socket was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 continued: (B)(6). The device was returned to olympus for evaluation and the evaluation found that the sensor connection socket on the side of the manifold unit was tilted and not welded well, resulting in slow gas supply and current gas supply value was zero. There was no impact of the appearance of the device. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus that the high flow insufflation unit had no air insufflation or slow insufflation when powered on. The issue was found during preparation for use for a therapeutic liver resection. The procedure was completed with another similar device. There were no reports of patient harm.